Event description:
Customer reported several no delivery alarms. She stated, she had received a no delivery alarm during a prime. The customer stated, she had gone through two infusion sets trying to resolve the problem. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. 46).